Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30506032l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with history of two previous pulmonary vein isolation (pvi) ablation procedures (in 2014 and 2015) and once for cavotricuspid isthmus (cti) underwent a. Atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, one left atrium (la) map was built with 1811 bipolar points. La substrate was healthy (over 0.5 millivolt (mv)) in most of the la endocardium. Only a few low voltage points (<0.05 mv) were located on the posterior wall, indicating a possible low voltage zone near the right inferior pulmonary vein (ripv). Right pulmonary veins seemed isolated at first sight, hence attention was focused on the common ostium of left pulmonary veins, where some reconnection areas were found. Close protocol was applied for the ablation of left common ostium, achieving isolation at first pass. During validation, the clinical support specialist signaled some high voltage points that could indicate reconnexion of the left superior pulmonary vein (lspv) from antero-basal. Following those remarks the physician ablated the antero-basal part of lspv and left carina. Exit block was confirmed in al pulmonary veins (pvs) for validation of pv isolations, using ablation catheter thermocool® smart touch® sf bi-directional navigation catheter as pacing catheter. Cti block was also checked and confirmed by measuring stimulation signal delay between ablation catheter and coronary sinus catheter. The procedure was considered a success, all catheters were pulled out and patient leaved the procedure room. Between 15 and 30 minutes after the end of the procedure and not less than 10 after the patient had left the procedure room, he was brought back with pericardiac effusion symptoms. Cardiac tamponade was confirmed by chest x-rays and echocardiography. Pericardial puncture was done to drain the fluid (unspecified amount) from the pericardium. The complication was successfully managed by specialized staff from the hospital and the patient could leave the procedure room again, apparently without further consequences. Patient had fully recovered. Physician is not clear regarding the cause of the adverse event. There¿s no report of prolonged hospitalization. Transseptal puncture was done during the case. There was no evidence of steam pop during the ablation. Standard flow settings for stsf were used; low flow: 2 ml/min, high flow: 8-15 ml/min (during ablation) and post ablation: 3 ml/min. Force visualization features used were graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were maximum distance change: 3 mm, minimum time: 3 seconds and force over time: 25% minimum force: 3 g. Respiration adjustment was used as additional filter. Tag index coloring thresholds: 500 ¿ 550 was used as coloring option. It was also reported that the ablation catheter temperature lecture disappeared after some ablations, although this issue was quickly solved by changing ablation cable. The temperature issue was assessed as not MDR reportable. The ablation cannot be performed since there is no radio frequency energy applied. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. Since this event was life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable,